Manufacturer narrative:
Multiple PMA / 510(k) numbers: there were multiple PMA / 510(k) numbers reported to be involved. The information for the additional PMA / 510(k) number is as follows: PMA / 510(k)#: k901449. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes were underfilling.